Manufacturer narrative:
Pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime, compromised forced sensor system test and excessive no delivery test due to motor error alarms. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer had high blood glucose level of 307 mg/dl. Customer¿s other blood glucose value was 176 mg/dl. Customer was neither in emergency room nor admitted into hospital and based on customer report customer did not allege insulin pump was under delivering. Customer was unsure that drive support cap was protruded, loose, sticking out or flush. Self test and high pressure test was performed and both were passed. The insulin pump was returned for analysis.